Manufacturer narrative:
(B)(4). Upon inspection the complaint was confirmed. Both devices were jammed and unable to close due to the opening cable hopping off of the pulley and catching between the pulley and toggle.

Manufacturer narrative:
(B)(4). The device has been received but not yet evaluated. When additional information is received a supplemental report will be submitted.

Event description:
It was reported that during a totally thoracoscopic maze procedure, the doctor sized the appendage and asked for a size 40 pro clip. Upon receiving it from its package it attempted to be closed outside of the patients chest cavity. The clip would not close in order to go down the trocar and so it was passed off the field. We attempted again with another pro240 (with the same lot number) and the same problem occurred. A successful pro 245 was placed on the left atrial appendage. The case was delayed for ten minutes.